Event description:
It was reported that stent dislodgement occurred. A 6.0mmx18mmx150cm express vascular sd stent was selected for use to treat the lesion. However, when the physician tried to withdraw the stent delivery system out of the y-valve, the stent got dislodged in it. The physician replaced the y-valve and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgement occurred. A 6.0mmx18mmx150cm express vascular sd stent was selected for use to treat the lesion. However, when the physician tried to withdraw the stent delivery system out of the y-valve, the stent got dislodged in it. The physician replaced the y-valve and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. The device was returned for analysis. Returned product consisted of an express sd stent, inside a y-connector. The rest of the device was not returned for analysis. The stent was removed from the y-connector during lab analysis. The ends of the y-connector were measured with a pin gage, and both ends measured .080". There was dried contrast on the distal end of the stent. The stent was microscopically and visually inspected. Inspection revealed damage (pinched/compressed) to the proximal side of the stent. The outer diameter of the crimped stent was measured with a calibrated micrometer. The distal end (undamaged) of the stent measured .073", and the proximal end (damaged end) measured .062". Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.